Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing 3 parts: mixer 1 (ln 09d59-01), the ict probe (09d63-03), and the ict valve tubing (tbg, ict valve nc-ict module (rohs), pn 7-93269-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated potassium results on the architect c8000 analyzer. The following data was provided: (B)(6): 8.39, repeat 2.76 mmol/l. There was no impact to patient management reported.